Manufacturer narrative:
Correction information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, on the first day following surgery, the patient demonstrated visual acuity was good. On the fourth day, there was a deterioration in vision. Implant axis check showed that the intraocular lens (iol) had rotated from its original implant axis. Repositioning of the iol was planned. Additional information has been received stating after three weeks of post-surgery patient was satisfied, but has difficulty seeing at a distance. Repositioning of the iol has been performed recently

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).